Event description:
The reported description notes that the bedside monitor sounded an apnea alarm. However, the clinician was also expecting an asystole or bradycardia alarm as well since the patient pulse was not present. The patient also had a pacemaker.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.